Manufacturer narrative:
Investigation: the device in question (26606bca, tipcam1 rubina 30°, opal1 nir/icg, 4k 3d, serial number (B)(6), manufacturing date april 19, 2024) was received at the manufacturing site on january 29, 2026. The device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "camera incompatible ", could be confirmed. The technical inspection of the tipcam confirms the customer's report. During the technical inspection of the tipcam, a faulty cable was identified as the cause of the malfunction. Furthermore, the following additional damage to the optics was noted: light output outside the specification (52% - chemical attack), the handgrips are discolored, and an o-ring is visible on the connector plug. The damage identified is not attributable to a manufacturing or production fault but was caused by clinical use / clinical reprocessing. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: the patient was already on the operating table. During installation on the table prior to surgery, a prompt incompatible camera appeared, and there was no image on the screen. Normal function was restored after replacing the scope. No significant surgical delay was caused." No negative impact in state of health reported.